Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an absence of a load set message when the door was opened during testing. Service evaluation verified the symptom. The cause was identified to be a depressed upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced an absence of a load set message when the door was opened. No additional information is available.